Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that during pre-use checking, the power failed to turn on. The customer stated that a green led had turned on with the screen totally dark, a sound, "bo-", had occurred and a weak flow had come out of the airflow port. At that time, the device had been rebooted but the phenomenon had not been duplicated. The device was not in clinical use at the time of the event. There was no report of patient or user harm an no delay in therapy reported. When the device was checked the screen was dark and the led was flashing in red with an alarm, "pi-, pi-", sounding.

Manufacturer narrative:
G4:31mar2021. B4:06apr2021. Although the power led turned on, nothing was displayed on the screen and the device failed to work. The service technician determined that this was a malfunction in the power management board. The replacement of the power management board was performed against voluntary recall. The device returned to functionality after repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.